Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records of call service alarms. On investigation, the time and date was set correctly. A rewind, load a prime sequence was performed without alarm. The pump was exercised for 24 hours without alarm. The pump was opened for investigation and revealed no evidence of moisture, damage or defect. The display screen was dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.